Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. Customer's blood glucose dropped to the 40 mg/dl range and she passed out and went to the emergency room. Blood glucose at the time of admission was 55 mg/dl. The customer stated, her blood glucose level has been low since (B)(6) 2015 and it has been fluctuating from 34 to 300 mg/dl. Current reading was 225 mg/dl. The customer turned off the insulin pump the morning of the call. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Customer mentioned that she has a stress test done and a heart scan. Device was not exposed to a magnetic field and passed the displacement test but the piston was wobbling. The insulin pump would be replaced and returned for analysis.